Event description:
It was reported that the product was broken upon opening the package.

Manufacturer narrative:
The valve was patent, and passed reflux and leak testing. The valve performance did not meet established specifications for pressure-flow at 46.8 ml/hr at 0 cm hp testing. Crystalline and fibrous debris found inside the valve can partially occlude the valve resulting in high pressure flow results. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.